Event description:
Patient reported right side is "firming up" and capsular contracture, baker grade iii. The device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii, 'exchange of a textured device due to product concern', a right side rupture with free silicone, and "capsule was calcified". Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Anxiety: product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 28-mar-2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "firming up" and possible capsular contracture, baker grade unknown.

Event description:
Patient reported right side is "firming up" and possible capsular contracture, baker grade unknown. Device remains implanted.